Event description:
The customer reported out of range normal control solution test results with test strips. On 2/10/97, the customer opened the first bottle from a box of fifty and performed two control solution tests. The results were 165 and 168 mg/dl. The customer called the co customer support line and, with the rep, performed two back to back normal control solution tests. The results were 166 and 164 mg/dl. The control solution, expiration 2/98, was opened two weeks ago and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 88 versus a check strip range of 70-96. The desiccant is in the open bottle. The customer stores the test strips in the den.